Manufacturer narrative:
On 9-jul-2021, mentor received additional information regarding the revision surgery and replacement device. The patient underwent unilateral removal and replacement with a 685cc mentor memorygel breast implant (left catalog #: smpx685, left serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture explantation date: (B)(6) 2021 if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with a 685cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture. The diagnosis was confirmed based on the patient¿s symptoms. As a result, the patient is scheduled to undergo unilateral explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device. The device was discarded per the clinic's covid-19 procedure. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).